Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. Customer¿s current blood glucose level was 105 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer reported that the infusion set came out and it was leaking. Customer stated when she was putting her supplies away she had one of the infusion sets come out of her skin. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.